Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed premature ventricular contractions (pvc) post implantable pulse generator (ipg) system im plant. It was discovered that the right ventricular (rv) lead was implanted into the coronary sinus in error. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was implanted in the coronary sinus in error. The lead remains in use. No patient complications have been reported as a result of this event.